Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on valve, broken of the plug strap, missing plug strap (0-25%) and opening on anterior. Leak test and microscopic analysis was performed which identified: crack opening, striated opening, wear abrasion and crease fold. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening due to surgical damage consistent in the use of some surgical tool. Missing plug strap due to inconclusive. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.